Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. In 2000, the pt presented with persistent radiculopathy. The investigator noted the event as mild in intensity. Walking and stretching regime, then referral to physiatry and then lost to f/u. Continued radiculopathy probably caused by the neurocompression being longer than one year pre op. The outcome of the event was pt was lost to f/u. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as neurocompression for longer than one year before surgery.